Event description:
It was reported that the ventilator displayed a minute volume of 0.0 l/min. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported problem was confirmed and the oxygen gas module was replaced. Which corrected the problem. The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient was returned and investigated. During test in a reference ventilator, the subtest "internal leakage test" failed during pre-use check with the message ¿system volume too large¿. This indicates that the oxygen gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. A defective delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the received device log files this problem was intermittent. We could trace back the reported problem to may 17, therefore the date of event was determined 05/17/2017 and updated accordingly.

Event description:
(B)(4).